Event description:
During an atrial fibrillation procedure, upon advancing the catheter into the heart, fluoroscopy revealed that the tip of the catheter was bent. The catheter was removed and inspected further, which revealed a fracture at the end of the catheter. The catheter was replaced and the case proceeded with no patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.6¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this fracture was determined to be a design/process issue.